Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they were hospitalized on unknown date due to bolus not delivered. The customer¿s blood glucose level was 333 mg/dl and another blood glucose was 99 mg/dl. The customer reported that no insulin coming out. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump monitored for several days and no unexpected bolus deliveries noted. Device programmed with multiple boluses and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).